Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal during the index procedure. At 3 month and 6 month follow ups, patient's worst angina status was reported as I per the (B)(4) cardiovascular society classification ((B)(4)) of angina. It is reported that the patient was admitted to hospital approximately 13 months post index procedure with atrial fibrillation and an mi. It is reported that the patient suffered an acute non-stemi non-q-wave mi. Investigator has indicated that the event was not related to the study device. It is reported that there was a revascularization carried out four days later and there was another brand stent implanted in the 1st obtuse marginal to treat instent restenosis of the vein graft to the obtuse marginal. It is reported that approximately 1 day later, the patient suffered a spontaneous gastrointestinal (gi) bleed. It is reported that event lead to a hemodynamic compromise and there was a transfusion required. The patient underwent a colonoscopy and upper endoscopy. Investigator has indicated that event was not related to study stent or procedures. Patient was taking aspirin and clopidogrel 24 hours prior to the event.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi / gi bleed).

Event description:
It is reported that the patient developed no reflow with chest pain and ECG changes after the previously reported intervention in the catheterization lab and underwent balloon angioplasty to restore timi iii flow. Event was identified by the clinical events committee and deemed to be consistent with an arc defined mi. It was reported that an arc defined mi occurred on the same day as revascularization. It is reported that the patient started to re-bleed approximately 2-3 days post previously reported gi bleed with three bloody bowel movements. Dapt therapy was discontinued and a nuclear medicine bleeding scan performed revealed active bleeding in the ascending colon. Prbc transfusion was carried out.